Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the reported event was a use error, and not a reportable malfunction. Per the complaint, the physician paused ventilation to clean the patient circuit and exhalation valve. Per the user reference manual (urm), "it is recommended that the ventilator components are processed between patients. Single use components should be replaced and not processed. Do not attempt to clean, disinfect, or sterilize components while ventilating a patient." Cleaning the patient circuit and the exhalation valve while ventilating a patient is considered user error. The field engineer was unable to reproduce the reported issue. There were no indications in the logs of machine malfunction preventing the alleged ventilation re-start. No components were replaced by the field engineer due to contamination of bodily fluids. H3 other text: additional information was received that the reported event was a use error, and not a reportable malfunction. Per the complaint, the physician paused ventilation to clean the patient circuit and exhalation valve. Per the user reference manual (urm), "it is recommended that the ventilator components are processed between patients. Single use components should be replaced and not processed. Do not attempt to clean, disinfect, or sterilize components while ventilating a patient." Cleaning the patient circuit and the exhalation valve while ventilating a patient is considered user error. The field engineer was unable to reproduce the reported issue. There were no indications in the logs of machine malfunction preventing the alleged ventilation re-start. No components were replaced by the field engineer due to contamination of bodily fluids.